Event description:
Bayer case number: (B)(4). Lower back pain, ntensification of frequency and duration of pre-existing migraines [migraine], headaches [headache], fatigability, decrease in physical capacities [strength loss of], asthenia, decrease in mental capacities [mental activity decreased], decreased acuity [visual acuity decreased], difficulty concentrating and paying attention [concentration impairment], impaired memory, difficulty speaking [disorder speech], brain fog, insomnia, non-restorative sleep [sleep disturbance], gastro-oesophageal reflux, gastritis, bloating, constipation, intestinal cramps, diffuse pain, vision disturbances, dry eye syndrome, palpitations, dizziness, difficulty in walking straight [gait deviation], bruxism, temporomandibular pain [temporomandibular pain and dysfunction syndrome], nighttime itching [itching], night sweats, hot flashes, restless legs syndrome, constant feeling of cold, anxiety, low self-esteem [self esteem decreased], panic attacks, fibromyalgia, chronic osteoarticular [osteoarticular pain], muscle pain, neck pain, hips pain [painful hips], hands pain and feet pain. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 29-apr-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lower back pain") in a 45-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2024. On unknown date she experienced back pain (seriousness criterion intervention required), migraine ("ntensification of frequency and duration of pre-existing migraines"), headache ("headaches"), fatigue ("fatigability"), strength loss of ("decrease in physical capacities"), asthenia ("asthenia"), mental impairment ("decrease in mental capacities"), visual acuity reduced ("decreased acuity"), disturbance in attention ("difficulty concentrating and paying attention"), memory impairment ("impaired memory"), speech disorder ("difficulty speaking"), brain fog ("brain fog"), insomnia ("insomnia"), sleep disorder ("non-restorative sleep"), gastrooesophageal reflux disease ("gastro-oesophageal reflux"), gastritis ("gastritis"), abdominal distension ("bloating"), constipation ("constipation"), gastrointestinal pain ("intestinal cramps"), pain ("diffuse pain"), visual impairment ("vision disturbances"), dry eye ("dry eye syndrome"), palpitations ("palpitations"), dizziness ("dizziness"), gait deviation ("difficulty in walking straight"), bruxism ("bruxism"), temporomandibular pain and dysfunction syndrome (" temporomandibular pain"), pruritus ("nighttime itching"), night sweats ("night sweats"), hot flush ("hot flashes"), restless legs syndrome ("restless legs syndrome"), feeling cold ("constant feeling of cold"), anxiety ("anxiety"), self esteem decreased (" low self-esteem"), panic attack ("panic attacks"), fibromyalgia ("fibromyalgia"), osteoarticular pain ("chronic osteoarticular"), myalgia ("muscle pain"), neck pain ("neck pain"), painful hips ("hips pain"), hand pain ("hands pain") and painful feet ("feet pain"). The patient was treated with surgery (to remove essure). At the time of the report, the fibromyalgia had not resolved. The outcomes for back pain, migraine, headache, fatigue, asthenia, mental impairment, visual acuity reduced, disturbance in attention, memory impairment, speech disorder, brain fog, insomnia, sleep disorder, gastrooesophageal reflux disease, gastritis, abdominal distension, constipation, gastrointestinal pain, pain, visual impairment, dry eye, palpitations, dizziness, gait deviation, bruxism, temporomandibular pain and dysfunction syndrome, pruritus, night sweats, hot flush, restless legs syndrome, feeling cold, anxiety, self esteem decreased, panic attack, osteoarticular pain, myalgia, neck pain, painful hips, hand pain and painful feet were unknown. No causality assessment was received for essure with regard to migraine, headache, fatigue, strength loss of, asthenia, mental impairment, visual acuity reduced, disturbance in attention, memory impairment, speech disorder, brain fog, insomnia, sleep disorder, gastrooesophageal reflux disease, gastritis, abdominal distension, constipation, gastrointestinal pain, pain, visual impairment, dry eye, palpitations, dizziness, gait deviation, bruxism, temporomandibular pain and dysfunction syndrome, pruritus, night sweats, hot flush, restless legs syndrome, feeling cold, anxiety, self esteem decreased, panic attack, fibromyalgia, osteoarticular pain, myalgia, neck pain, back pain, painful hips, hand pain or painful feet. The reporter commented: period of onset: september 2020. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 53 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Lower back pain [low back pain], intensification of frequency and duration of pre-existing migraines [migraine], headaches [headache], fatigability [fatigability], decrease in physical capacities [strength loss of] , asthenia [asthenia], decrease in mental capacities [mental activity decreased], decreased acuity [visual acuity decreased], difficulty concentrating and paying attention [concentration impairment], impaired memory [memory impaired] , difficulty speaking [disorder speech] , brain fog [brain fog], insomnia [insomnia], non-restorative sleep [sleep disturbance] , gastro-oesophageal reflux [gastroesophageal reflux], gastritis [gastritis], bloating [bloating], constipation [constipation] , intestinal cramps [intestinal cramps] , diffuse pain [diffuse pain] , vision disturbances [visual disturbances], dry eye syndrome [dry eye syndrome], palpitations [palpitations], dizziness [dizziness], difficulty in walking straight [gait deviation], bruxism [bruxism], temporomandibular pain [temporomandibular pain and dysfunction syndrome] , nighttime itching [itching], night sweats [night sweats] , hot flashes [hot flashes] , restless legs syndrome [restless legs syndrome], constant feeling of cold [feeling cold] , anxiety [anxiety], low self-esteem [self esteem decreased] , panic attacks [panic attacks], fibromyalgia [fibromyalgia] , chronic osteoarticular [osteoarticular pain], muscle pain [muscle pain], neck pain [neck pain] , hips pain [painful hips] , hands pain [hand pain] , feet pain [painful feet] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 29-apr-2025. The most recent information was received on 13-may-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lower back pain") in a 45- year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced back pain (seriousness criterion intervention required), migraine ("intensification of frequency and duration of pre-existing migraines"), headache ("headaches"), fatigue ("fatigability"), strength loss of ("decrease in physical capacities"), asthenia ("asthenia"), mental impairment ("decrease in mental capacities"), visual acuity reduced ("decreased acuity"), disturbance in attention ("difficulty concentrating and paying attention"), memory impairment ("impaired memory"), speech disorder ("difficulty speaking"), brain fog ("brain fog"), insomnia ("insomnia"), sleep disorder ("non-restorative sleep"), gastrooesophageal reflux disease ("gastro-oesophageal reflux"), gastritis ("gastritis"), abdominal distension ("bloating"), constipation ("constipation"), gastrointestinal pain ("intestinal cramps"), pain ("diffuse pain"), visual impairment ("vision disturbances"), dry eye ("dry eye syndrome"), palpitations ("palpitations"), dizziness ("dizziness"), gait deviation ("difficulty in walking straight"), bruxism ("bruxism"), temporomandibular pain and dysfunction syndrome (" temporomandibular pain"), pruritus ("nighttime itching"), night sweats ("night sweats"), hot flush ("hot flashes"), restless legs syndrome ("restless legs syndrome"), feeling cold ("constant feeling of cold"), anxiety ("anxiety"), self esteem decreased (" low self-esteem"), panic attack ("panic attacks"), fibromyalgia ("fibromyalgia"), osteoarticular pain ("chronic osteoarticular"), myalgia ("muscle pain"), neck pain ("neck pain"), painful hips ("hips pain"), hand pain ("hands pain") and painful feet ("feet pain"). Essure was removed on (B)(6) 2024. The patient was treated with surgery (to remove essure). At the time of the report, the fibromyalgia had not resolved. The outcomes for back pain, migraine, headache, fatigue, asthenia, mental impairment, visual acuity reduced, disturbance in attention, memory impairment, speech disorder, brain fog, insomnia, sleep disorder, gastrooesophageal reflux disease, gastritis, abdominal distension, constipation, gastrointestinal pain, pain, visual impairment, dry eye, palpitations, dizziness, gait deviation, bruxism, temporomandibular pain and dysfunction syndrome, pruritus, night sweats, hot flush, restless legs syndrome, feeling cold, anxiety, self esteem decreased, panic attack, osteoarticular pain, myalgia, neck pain, painful hips, hand pain and painful feet were unknown. No causality assessment was received for essure with regard to migraine, headache, fatigue, strength loss of, asthenia, mental impairment, visual acuity reduced, disturbance in attention, memory impairment, speech disorder, brain fog, insomnia, sleep disorder, gastrooesophageal reflux disease, gastritis, abdominal distension, constipation, gastrointestinal pain, pain, visual impairment, dry eye, palpitations, dizziness, gait deviation, bruxism, temporomandibular pain and dysfunction syndrome, pruritus, night sweats, hot flush, restless legs syndrome, feeling cold, anxiety, self esteem decreased, panic attack, fibromyalgia, osteoarticular pain, myalgia, neck pain, back pain, painful hips, hand pain or painful feet. The reporter commented: period of onset: (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 53 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-may-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.